Manufacturer narrative:
A follow-up report will be sumitted upon completion of the investigation.

Event description:
It was reported to philips that the device "keyboard damaged from spilling liquid / rotary key works intermittently." There was no reported patient involvement.